Event description:
It was reported that the patient hospitalized for syncope and nausea. The device was found with complete battery depletion, had no pacing, and was unable to be interrogated. It was noted that during the device follow-up check, which was one week before the patient¿s hospital admission, the battery measured 2.74v, but it rapidly depleted afterward to be completely not measureable. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).